Event description:
Reporter alleged the multiclix, a lancet device which is used in finger-stick blood glucose testing had a plunger that did not respond when trying to use it and would not puncture their finger. The manufacturer determined during their evaluation the lancet needle protruded outside the device cap and does not retract for the multiclix kit system. Reporter did not provide the location where this occurred. As a result, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Multiclix kit system (catalog number 04466152160).

Manufacturer narrative:
The suspect product is the multiclix.